Event description:
It was reported that the patient was put on acetylsalicylic acid (asa) 3-4 days prior to this event. The patient's chest tube began draining large amounts of blood and low flow alarms were noted. The patient was given blood products and returned to the operating room (or) for chest exploration and clean out. The chest was opened, and the blood was evacuated. It was noted there was constant blood oozing from the distal end of the outflow graft from what looked like needle holes. Hemostasis was achieved after multiple blood products were given and the patient's chest was left open. The patient was to return to the operating room the following day for closure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), revealed no device-related issues that would have contributed to the reported event. A specific cause for the event could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted for review. (B)(6) was returned assembled with the pump cable severed approximately 11.5¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. The outflow graft was returned severed into two portions: a proximal portion including the outflow graft hardware measuring approximately 8" and a distal portion including the anastomosis site measuring approximately 5". A suture knot was observed along the distal portion approximately 0.5" from the anastomosis site. A cut was also observed along the distal portion approximately 1" from the anastomosis site that appeared to have been induced by a tool during/post-explant. The lumen of the graft revealed no developed depositions or thrombus formations. No damage was observed along the outflow graft that would have contributed to the reported event. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 "surgical procedures" provides instructions on how to anastomose the outflow graft and states to ensure that the suture line is secure with no blood loss. Section 5 (under "securing the pump and connections") states that "when the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion." Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also contains a section on "blood leak diagnosis", and explains that a blood leak from any implanted component of the system can be identified through unexplained internal bleeding (beyond the perioperative period following implant), possibly with painful distension of the abdomen or tamponade. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's chest was opened, and the blood was evacuated. It was noted there was blood oozing from the distal end of the outflow graft from what looked like needle holes that were not due to a device defect. Sutures were added and large bites of the outflow graft were stitched, tied and sealed using sealant. The bleeding resolved and hemostasis was achieved. The patient was stabilized and recovered in the intensive care unit (ICU) before receiving a heart transplant on (B)(6) 2023.